Event description:
It was reported that the patient's left knee was revised due to possible infection. An I&d was performed and a 6x11 ps insert was revised to a 6x12 ps insert. Rep provided primary and revision usage and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5515-f-701, triathlon ps fem comp #7l-cem, lot e646b; 5521-b-600, tri ts baseplate size 6, lot dit9ga; 5550-g-319, triathlon symmetric x3 patella, lot v2hk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.